Event description:
It has been reported that the bd solomed¿ syringe with needle has been found experiencing 10 occurrences of clogged needles and leakage before use. The following has been provided by the initial reporter: upon receiving feedback from the vaccination department teacher, some of the syringe's needle were clogged inside and could not be pumped for injection. There are also some syringes that will flow out of the side wall of the needle during injection

Manufacturer narrative:
H.6. Investigation: bd has been provided with a video and a sample for catalog 302772, lot 1801408 to investigate for this record. 4 unpacked samples were examined and all syringes were used by the customer as they presented some unknown liquid inside which bd assumes is medication use. Visual examination was performed at the site laboratory. The reported issue of clogged needle was not verified because it was possible to withdraw and the liquid was expelled successfully. In relation to the leakage issue, bd was able to verify this defect for 2 of the returned samples. The root cause of the leakage was the cannula presented a crack/split. Our cannula supplier has identified a number of possible root causes. A failure in the power supply may have occurred. An incorrect weld due to misalignment of the steel edges during the tube forming or at the weld station may have also took place. Lastly, the presence of dirt on the steel strip surface as grease and oil may have contributed to the reported defect. DHR showed no indication of the alleged defect. H3 other text: see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd solomed¿ syringe with needle has been found experiencing 10 occurrences of clogged needles and leakage before use. The following has been provided by the initial reporter: upon receiving feedback from the vaccination department teacher, some of the syringe's needle were clogged inside and could not be pumped for injection. There are also some syringes that will flow out of the side wall of the needle during injection.